Event description:
It was reported that during the that the trident acet window trial was not accepted with a universal impactor/positioner.

Manufacturer narrative:
Device history review determined all devices in the provided lots were accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding stripped threads. There have been no other events for the reported lot. When completed, the eval summary will be submitted in a supplemental report.